Event description:
The following information was reported: in (B)(6) 2014, a mynx ace device was deployed, the patient was moved to the holding area, the patient oozed, a sandbag was applied. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.